Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on (B)(6) 2023, the doctor found the luer hub has a crack during use on patient. Patient reported as fine post procedure.

Event description:
It was reported that: (B)(6) 2023, the doctor found the luer hub has a crack during use on patient. Patient reported as fine post procedure.

Manufacturer narrative:
(B)(4). The customer report of a cracked luer hub could not be confirmed through complaint investigation of the returned sample. The customer returned multiple components from a hemodialysis set for evaluation. The connector assembly was not returned. Visual inspection could not be performed as the connector assembly was not returned. No defects or anomalies were observed on the returned components. The IFU provided with the kit informs the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure". A device history record review was performed, and no relevant findings were identified. Based on these circumstances, the probable root cause could not be determined without the complete sample returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.